Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A manufacturer representative went to the site to test the equipment. It was reported the umbilical cord and rear panel was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that during a case, the imaging system was in "standalone mode." It was confirmed the image acquisition system (ias) was getting power from the mobile view station (mvs). Troubleshooting involved rebooting twice, which resolved the issue and they were able to proceed with the procedure.

Manufacturer narrative:
The mobile view station (mvs) cable interface was returned to the manufacturer for analysis. Analysis found no problem with the cable. If information is provided in the future, a supplemental report will be issued.